Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon/rectum during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an attempt was made to remove a large polyp. However, there was no indication that cautery was working when the physician was trying to pull the snare through, and the loop would not cut the polyp. The catheter started to kink, and eventually the extending and retracting mechanism of the handle broke. The physician decided to cut the snare and was able to manipulate the loop off the polyp. Reportedly, the procedure was not completed because the physician decided to do a biopsy instead. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the snare loop cut into two parts, which is consistent with the report that the physician cut the snare. The retroflex test was not performed due to the condition of the returned device; however, the handle could be actuated without resistance. Electrical testing was performed and the resistance was found within specifications. The complaint was confirmed. The complaint that the snare loop failed to transmit current and failed to cut was not confirmed; the device passed the resistance test. Furthermore, no kinks were found, and no damage to the handle was identified. Most likely, anatomical and procedural factors contributed to the failures reported. Therefore, the most probable root cause of this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and no anomalies were found. From the information available, it appears this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon/rectum during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, an attempt was made to remove a large polyp. However, there was no indication that cautery was working when the physician was trying to pull the snare through, and the loop would not cut the polyp. The catheter started to kink, and eventually the extending and retracting mechanism of the handle broke. The physician decided to cut the snare and was able to manipulate the loop off the polyp. Reportedly, the procedure was not completed because the physician decided to do a biopsy instead. The patient's condition at the conclusion of the procedure was reported to be fine.